Manufacturer narrative:
This report is being filed on an international product, list number 08p07-32 and there is a similar product distributed in the us, list number 8p07-21 /-31 a1 patient identifier: complete sample ID is (B)(6) all available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data for 1 patient (sample ID (B)(6): customer normal range is 0 ¿ 0.949 s/co on (B)(6) 2023, sample generated a result of 3.305 (reactive) on (B)(6) 2023: the sample was repeated on the same alinity I processing module (sn (B)(6) and generated results of 1.791 (reactive), 4.272 (reactive) the sample was then tested on another alinity I processing module (sn (B)(6) and generated results of 0.311 (non-reactive), 0.541 (non-reactive) the sample was then retested on both analyzers again. Sn (B)(6) generated results of 4.787 (reactive) & 4.363 (reactive) and sn (B)(6) generated results of 0.72 (non-reactive) & 0.519 (non-reactive) per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Event description:
The customer reported false reactive alinity I hiv ag/ab combo and provided the following data for 1 patient (sample ID (B)(6)): customer normal range is 0 ¿ 0.949 s/co. On (B)(6) 2023, sample generated a result of 3.305 (reactive). On (B)(6) 2023: the sample was repeated on the same alinity I processing module (sn (B)(6)) and generated results of 1.791 (reactive), 4.272 (reactive). The sample was then tested on another alinity I processing module (sn (B)(6)) and generated results of 0.311 (non-reactive), 0.541 (non-reactive). The sample was then retested on both analyzers again. Sn (B)(6) generated results of 4.787 (reactive) & 4.363 (reactive) and sn (B)(6) generated results of 0.72 (non-reactive) & 0.519 (non-reactive). Per the customer the discrepant result(s) were not reported out of the laboratory. There was no reported impact to patient management.

Manufacturer narrative:
Upon further review, there was no hardware problem and the alinity I processing module is no longer considered the cause of the event. A log analysis for sample ID (B)(6) determined additional testing was performed on (B)(6) 2023 with the results of 12.540 s/co & 6.856 s/co. The quality control results have been reviewed and have been in-range and for all levels, indicating proper function. Also, the instrument-to-instrument variation was reviewed, which was within normal range. H3 other text : see section h10.